Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report that the lines of the liberty cycler set were leaking. All the fluid leaked out of the lines from the cycler set cassette. The patient reported completing the first two cycles of treatment then hearing the leak during the third cycle. The patient stated they manually drained to end treatment. Additional information was provided by the patient during follow-up. The patient stated that they woke up to find fluid ¿everywhere¿ including inside the cassette door of the liberty select cycler and underneath it. The patient could not recall whether any alarms were received. The patient stated that they could not figure out where the fluid leak had started. The patient confirmed there were no loose connections or issues with connecting/disconnecting from treatment. The patient stated that nothing was placed on top of the cycler during treatment and the solution bags (sb) were placed as instructed. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains and drained approximately 1000 ml (out of 1200 ml) that night after cancelling treatment and disconnecting from the cycler. The patient confirmed that they have continued using the cycler without issue and without reoccurrence of the reported event. The patient confirmed that a cycler set companion sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report that the lines of the liberty cycler set were leaking. All the fluid leaked out of the lines from the cycler set cassette. The patient reported completing the first two cycles of treatment then hearing the leak during the third cycle. The patient stated they manually drained to end treatment. Additional information was provided by the patient during follow-up. The patient stated that they woke up to find fluid ¿everywhere¿ including inside the cassette door of the liberty select cycler and underneath it. The patient could not recall whether any alarms were received. The patient stated that they could not figure out where the fluid leak had started. The patient confirmed there were no loose connections or issues with connecting/disconnecting from treatment. The patient stated that nothing was placed on top of the cycler during treatment and the solution bags (sb) were placed as instructed. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains and drained approximately 1000 ml (out of 1200 ml) that night after cancelling treatment and disconnecting from the cycler. The patient confirmed that they have continued using the cycler without issue and without reoccurrence of the reported event. The patient confirmed that a cycler set companion sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: g3. The date received on followup report #1 was incorrectly reported as 5/9/2023. The correct date should be 5/08/2023.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report that the lines of the liberty cycler set were leaking. All the fluid leaked out of the lines from the cycler set cassette. The patient reported completing the first two cycles of treatment then hearing the leak during the third cycle. The patient stated they manually drained to end treatment. Additional information was provided by the patient during follow-up. The patient stated that they woke up to find fluid ¿everywhere¿ including inside the cassette door of the liberty select cycler and underneath it. The patient could not recall whether any alarms were received. The patient stated that they could not figure out where the fluid leak had started. The patient confirmed there were no loose connections or issues with connecting/disconnecting from treatment. The patient stated that nothing was placed on top of the cycler during treatment and the solution bags (sb) were placed as instructed. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains and drained approximately 1000 ml (out of 1200 ml) that night after cancelling treatment and disconnecting from the cycler. The patient confirmed that they have continued using the cycler without issue and without reoccurrence of the reported event. The patient confirmed that a cycler set companion sample is available to be returned to the manufacturer for physical evaluation.